Manufacturer narrative:
Date of event was approximated to (B)(6) 2014 (implant date) as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y mesh was implanted into the patient during a laparoscopic sacral colpopexy, cystoscopy, fitting a vaginal support device procedure on (B)(6) 2014. As reported by the patient's attorney, the patient experienced an unspecified injury related to the device. Reportedly, the patient experienced a lot of pain post operatively and it took her about three months to recover. However, in october 2015, the patient reports that she is excellent now and is very happy with the results. A pelvic examination confirmed a well supported, well healed pelvic floor with no evidence of prolapse or any problems. The tissues were certainly healthy and there was no evidence of mesh erosion or any problems.